Manufacturer narrative:
(B)(4).

Event description:
Procedure: bowel resection. According to the reporter: the jaws locked on tissue. The dr used another cartridge to fire next to this cartridge and remove the locked device from tissue.